Event description:
According to the reporter: occurred during a laparoscopic procedure. The jaws of the reload could not be opened after attaching to the manual stapling handle. The case was completed with the same manual stapling handle and a new reload. There was no patient harm. The patient outcome is alive, no injury.